Manufacturer narrative:
The service provider (sp) replaced the front bezel to address the unit and passed all testing.

Manufacturer narrative:
B4:23sep2021. The customer was provided with a quote for the service/ repair of the device but was rejected. No repair was performed.

Manufacturer narrative:
The issue occurred during set up for use with no delay reported.

Manufacturer narrative:
Date of report: 20sep2021.

Event description:
It was reported that the ventilator's parameters were erratic during parameter changes. The customer requested a navigation ring replacement. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.